Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy, and a replacement pump was sent.